Event description:
It was reported that the patient had received several inappropriate ICD (implantable cardioverter defibrillator) firings for sinus tachycardia. Given the ICD discharges and associated anxiety the patient wishes to proceed with ICD removal. Therefore, the ICD and rv lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).